Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system was deployed in the laa. Release criteria was assessed made prior to releasing the device which revealed low end compression and a high shoulder; however, the physician felt the tug test was solid and the device was released. The patient returned for their 45 day follow up appointment on (B)(6) 2017. The device was not in the laa, a CT scan revealed the closure device had embolized to the aortic bifurcation. The patient was asymptomatic from the time of the implant. The device was successfully removed without issue the following day via snare. The patient was fine and was discharged home two days later.